Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller initially used an empty cartridge but corrected the issue by filling the cartridge with insulin, subsequently loading it successfully. Technical support stayed on the phone with the caller until they completed the loading process, and the caller confirmed they could finish the rest on their own with no further action required.